Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer noticed a crack in the pump which extends towards the back of pump and along the battery compartment side. Blood glucose value was 153 mg/dl at the time of the incident. Troubleshooting was performed and it was determined that the insulin pump will be replaced and returned.

Manufacturer narrative:
Device received with broken belt clip rails, cracked case behind the device at the battery compartment and cracked battery tube threads.